Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a pancreatic pseudocyst during a cystgastrostomy endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the device, but resistance was encountered. After deployment, it was realized that it did not go into the target lesion. The device was removed, and the hole was closed using clips. There were no patient complications reported as a result of this event.